Manufacturer narrative:
Information not available, device not returned for analysis.

Event description:
It was reported that post-op a right colectomy procedure, there was leaking at the anastomosis site. The patient was returned for re-operation a couple of days later. The patient condition is not known.